Manufacturer narrative:
At analysis the customer comment was able to be confirmed via the logs and the micro processing unit printed circuit board was therefore replaced, as was the power supply and the hard drive as preventive measures. The hard drive was reconfigured and the software reloaded. The power cord bay was found to be broken and it was replaced. The device then passed its final functional and systems tests and no other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a message indicating that it was getting too hot. The caller was advised to return the programmer for service. There was no patient involvement. It was further reported that the programmer was overheating after a few minutes and that the product had been returned for service.